Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, and from the exactech chief strategy officer, that a surgeon will be operating on a 74 yo female patient on (B)(6) 2023, who was initially implanted on (B)(6) 2017, and has a failed exactech total knee replacement. Via a phone conversation with the chief strategy officer, the surgeon stated he was not sure whether the procedure is going to be an isolated polyethylene exchange or a three-component revision. The surgeon indicated he will let us know after the surgery how things went. No device returns available. Legal has requested the devices. No further information known at this time.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2017. Approximately 6 years after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
As a result of additional information received, fields b5 and h6 have been updated. H3: investigation results: the revision reported may have been the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/photographs were not provided.